Event description:
It was reported that in 2008 the pt has no longer been able to hear with her device. The external equipment has been exchanged about 2 days later, but without success. Testing confirmed that the device has malfunctioned. A date for re-surgery has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.